Event description:
It was reported that the patient was asymptomatic and presented remotely via merlin.net. It was noted that non sustained right ventricular oversensing determined to be due to intermittent or non capture was observed on the right ventricular lead. The rv lead was capped (B)(6) 2022. The patient was stable.

Manufacturer narrative:
Correction: h6 codes: health effect - impact code "2199 - no health consequences or impact" should have been " 4625 - additional surgery".